Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal procedure, after firing the device and intending to pull out the stapler, the anvil separated from the stapler. They took the anvil out separately to resolve the issue. There was no patient injury.